Manufacturer narrative:
E1. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that in the beginning, there was a lot of cerebrospinal fluid (csf) coming out, and working normally. Then, the csf didn't go to the bag properly. The hospital was thinking that if the filter in the drip chamber had been wet for some reason, could that effect that there was an air bubble somewhere, and the liquid wouldn't go down from drip chamber, and if they had this problem, would that effect the csf coming out of the patient? They were thinking that the system was under some kind of pressure. The site said that they tried to "pump" the bag somehow, to get the csf down to the bag. The patient's status at the time of the report was alive-no injury as the patient was implanted with a shunt, and everything was okay.